Event description:
An allegation from an attorney indicated the patient is deceased.

Manufacturer narrative:
The actual lead model, serial number and manufacturing date associated with the patient are unknown. However model number 6949 is being associated with this event. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.